Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 516 mg/dl and the cause was not known. Carbohydrate intake was monitored and insulin was administered to address bg. The customer was admitted to the hospital for diabetic ketoacidosis (dka). Customer was treated with saline and insulin. Elevated bg was resolved. Customer was discharged on (B)(6) 2018. Tandem technical support assisted the customer with performing a pump system check. No device issues were identified.